Manufacturer narrative:
**UDI related data quality updates only**  section d4, catalog # and unique identifier (UDI) # contained incorrect information. The fields have been updated with corrected information.

Manufacturer narrative:
The reported event in 2515872-2023-00094 was originally reported to the FDA in august of 2022 under report number 2515872-2022-00052. Update to section d8 was this device serviced by a third party? The answer is no. Update to section h7 if remedial action initiated, check type. The answer is that there was no remedial action initiated.

Event description:
Devilbiss healthcare was notified by a home oxygen supplier of a complaint regarding an oxygen concentrator that exhibited "melting at most points" of the base and that the casters do not contact ground properly due to "melting/warping of the base." There was no injury reported. After a comprehensive engineering evaluation and analysis of the device, no internal cause could be determined. It can be concluded that the thermal deformation was induced by an external heat source and the conditions necessary to create this type of thermal event are outside the acceptable operating and storage conditions for this device. This type of pattern of cabinet deformation is consistent when a unit is being operated near an external heat source, often in an area with poor ventilation (i.e., corner, between furniture, etc.). Devilbiss will provide an update should more information become available.